Manufacturer narrative:
(B)(4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Customer reported that the needle broke at the tip during a laparoscopic cholecystectomy. Customer stated that the device was not handled at the tip. No adverse pt consequences were reported.